Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided.  Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the medical article "early structural valve degeneration of trifecta bioprothesis." Methods: this study retrospectively reviewed 1058 consecutive patients who underwent aortic valve placement with a stented bioprosthesis between january 2011 and december 2015. Patients were grouped into a trifecta group (508 [48.0%] patients with trifecta bioprostheses) and a non-trifecta group (550 [52.0%] patients with other bioprostheses). The following case was found to be related to edwards surgical valve: it was reported that four (4) patients with magna ease valves of unknown sizes underwent re-intervention due to structural valve degeneration within seven (7) years after implantation. The replacement valve information and procedure type are unknown. No other details were provided.

Manufacturer narrative:
H11: corrected data: corrected section h6 (results code).